Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no sample were received. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that when drawing up insulin foreign matter was discovered in syringe with a bd precisionglide¿ needle. This occurred on 3 separate occasions during use. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the customer, when filling up the syringe with insulin, they noticed something floating around in the syringe.